Manufacturer narrative:
The patient was later seen for follow-up and additional data review. Provocative maneuvers were completed as recommended by technical services. During this action, no noise was observed on the rv channel and pacing impedances were within normal ranges. Additional conversations with the patient were conducted to learn that the patient had underwent a procedure at the time of the reported issues with corresponding dates. The procedure was for the addition of a tesio catheter for dialysis. The physician suspects that probably the procedure likely changed the pacing impedance of the rv lead- temporarily. The patient was reported as, fine and will continue to be monitored by latitude. The next ambulatory fu scheduled per hospital practice.

Event description:
It was reported that an alert for a low trended pace impedance measurement was triggered on this right ventricular lead. At the previous follow-up, it was noted some values had been below 200 ohms. No noise or oversensing was observed during in-office manouvres. An x-ray was taken however failed to show any insulation damages of the lead. At implant, values were recorded to have been around 300 ohms. The data was sent for a technical services evaluation. No resulting adverse patient effects and no intervention to date.